Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of heat compound applied was insufficient leading to the e102 error. In addition, since there is no abnormality in the amount of light, it is likely that this phenomenon occurred because the amount of heat compound applied was insufficient, heat could not be dissipated correctly, and the lamp was overheated. This issue is addressed in the instructions for use (IFU): "6.3 insertion of the lamp ¿ do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean, lint-free cloth. Otherwise, the examination lamp may be damaged, and it may cause malfunction of the light source. ¿ apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "e102" lamp error was generated despite replacing the bulb multiple times. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. As reported by the user facility, the reported problem of "e102" error occurred during 10 procedures on the same day. This is report #7 of 10.